Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. The customer switched to transducing the arterial line on the catheter. The central lumen could not be transduced because the customer capped it upon insertion. The customer noted that the augmentation was higher, in the 150s, than it was the day prior, in the 110s. The patient's blood pressure was 80s/30s with a mean arterial pressure (map) of 70. The patient was clinically stable with good urine output. A chest film had not been done in two days and was advised to ensure the iab had not migrated. The iab pressure waveform was reported to be "chair-like" in appearance. The customer was reassured that the augmentation was not unusual and the pressure will often be higher in the periphery. The iab was confirmed to be the correct size for the patient and was inserted in the femoral artery. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing and 3-way stopcock were also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.69cm from the iab tip. Further visual examination of the product detected an optical fiber break at this same location. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical setting. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2019 through mar-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).